Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy. The investigation was unable to determine a conclusive cause for the reported foot retraction issue and difficult to remove; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage and the treatment of surgical exposure are listed in the perclose proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was achieved with two proglide devices using the pre-close technique via 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sheath was upsized to 18 and 20f. The tavi procedure and suture closure was completed; however, hemostasis was not sufficient with the two proglide sutures. A third proglide was attempted and did not work correctly as no suture came out. The proglide could not be removed as it was caught on the artery with an important bleeding which could not be controlled with a contralateral balloon. Surgery was performed to remove the proglide device. When the proglide was extracted, it was noticed the footplate was in the open position. The device was not caught in the previously deployed sutures. Surgical suturing was used to achieve hemostasis. The patient outcome is good. There was a reported clinically significant delay in the procedure and therapy. No additional information was provided.